Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating hospitalization from the insulin pump. The customer stated that her blood sugar would not go down. The customer stated that the cause was a urinary tract infection. The customer stated that she was released from the hospital last night and she was on shots and not the pump. The customer was advised that she can still take her blood sugars.